Event description:
Event1: pump said charge complete while plugged in but when unplugged it shut off. Event2: pump said charge complete but when unplugged the pump shut off. Event3: pump said charge complete but when unplugged it shut off. Event4: battery failure. Event5: battery not charging. Event6: the battery does not charge on this device, despite being plugged into an outlet. Event7: pump alarming as low battery, pump was plugged in and still running. Pump removed from circulation and labeled as failure of battery.